Event description:
It was reported that the patient presented in the operating room for a scheduled generator replacement due to normal eri. During procedure, physician experienced resistance while taking out the atrial lead out of the device. The physician backed the setscrew all the way out of the header and applied mineral oil. Eventually the lead was extracted from the device without issue and connected to the patient new ICD successfully. The procedure concluded successfully with no adverse events. The patient remained stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of connector anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.